Event description:
Additional information received from the physician indicated that prior to the transcatheter bioprosthetic aortic valve implant, the patient had baseline, pre-existing mild mitral regurgitation (mr) and mild tricuspid regurgitation (tr). The cause of development and progression of the mr and tr was noted as functional mr and tr. Additionally, it was reported that the progression of the mr and tr was due to the patient¿s progression and was independent from the transcatheter valve itself.

Manufacturer narrative:
Additional information received shows that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month following the implant of the transcatheter bioprosthetic aortic valve an echocardiogram identified mild mitral regurgitation and mild tricuspid regurgitation. Additionally, approximately 5 months following the aortic valve implant the mitral regurgitation and tricuspid regurgitation progressed to moderate. The patient was asymptomatic and treatment was not required. The event would be monitored through routine echocardiograms. The physician indicated the tricuspid and mitral regurgitations were not related to the valve implant procedure or the medtronic products. However, the cause was not reported.